Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient underwent a right knee revision due to loosening of the tibial tray. The tibial tray was noted to be loose at the cement to implant interface and the poly insert was worn at places. The surgeon reported "small uncontained tibial defects noted", follow-up has been initiated to clarify specific damage. The femoral component was noted to be stable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device found unanticipated wear and pitting. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint sample consisted of (B)(4) attune ps fb insrt sz 7 5mm. The complaint sample was assigned to depuy warsaw commercialized product development for non-destructive evaluation. Depuy warsaw commercialized product development¿s evaluation of the device revealed "hood score deep pitting and hood score deep scratches" seems to have been caused by the presence of a foreign material like bone cement or bone fragments. Please see attached complaint investigation form for more detail. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The root cause of the polyethylene wear and pitting is third body debris being introduced into the joint space. No evidence as found indicating product error was a contributing factor to the device loosening and the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.